Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 13 1e on 2013-(B)(6). Power on reset (por) severity is low so the device should be able to fully recover after reset.